Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with neurostimulators for essential tremor. It was reported that the patient complained that the device does not help and they have asked if it could be what was giving them a 24/7 headache. Additional information from the patient reported they already had the headache. They mentioned it was causing problem with our internet. It did not cause the headache. The patient further reported that they started experiencing headaches when their last stroke. They have been told that nothing can be done about the headaches. Refer to manufacturer report # 3004209178-2016-14064.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.